Manufacturer narrative:
Date of event: exact date unknown, event occurred a few days ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge and was unable to charge beyond two bars. Upon performing impedance check, it was found that numerous contacts had high impedances. The patient underwent an ipg replacement procedure and the explanted ipg was not returned. No further information has been obtained despite good faith efforts.